Event description:
Pt purchased a clearblue easy digital pregnancy test for home testing. Both of the devices in the box were defective and did not perform. Pt purchased another brand which was effective.